Manufacturer narrative:
According to the facility the esmark bandage has a powder residue that is going into the open area of the knee. No additional information was provided related to the reported incident after multiple attempts. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the esmark bandage has a powder residue that is going into the open area of the knee.